Event description:
The following has been reported by customer: device cannot be switched on/ cannot be read out cpu defective. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the cpu board has been changed that solved the issue. The quality control was complaint. The cpu board was sent to brezins for further investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, cross-tests were performed. The reported event was reproduced. This complaint is considered as valid, and the root cause is likely due to a defective cpu board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.